Event description:
Additional information received from the health care provider (hcp) reported that the patient had a uti prior to implant on (B)(6) 2013. Post-implant the patient had utis on (B)(6) 2016 and (B)(6) 2016. The onset dates were unknown. The cause of the utis was of unknown etiology. It was unknown if the utis were related to the patient's underlying urinary dysfunction. It was not relevant if the uti was related to the patient's device or therapy and no testing related to the device took place at the appointment. The action performed for uti was antibiotic therapy. The incontinence could be related to the uti and was treated with oral antibiotics.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they were having trouble controlling their urine. They checked the device but didn't have any adjustments. Stimulation is on. A couple weeks prior to the report the patient had a confirmed urinary tract infection (uti). The patient just concluded 10 days of antibiotics on the day of the report. They mentioned that usually they have a lower uti and this time it was an upper uti. The implantable neurostimulator is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.